Event description:
It was reported that insulin pump displayed malfunction alarm with software malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if malfunction alarm appeared again, and no device return or replacement was arranged.